Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial# unknown, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported there was an electrode fracture problem so the patient was replaced with a new electrode. It was unknown what troubleshooting was performed and the cause of the event was undetermined. No further complications were reported/anticipated.